Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 156 mg/dl. Customer was experiencing symptoms of tired and dozing off, yesterday his blood glucose was 280 mg/dl. Customer was treated with the pump. During the troubleshooting, customer was advised to removed infusion set from body and they found out that the cannula is slightly bent to the side. The customer was advised this may have contributed to high blood glucose. Customer declined to continue pump troubleshooting.